Event description:
No additional information.

Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd nexiva diffusics leaked the following information was provided by the initial reporter: during a voice of customer study the following feedback was received: clinician (radiologic technician) was pointing to example nexiva diffusics product and explaining that leakage can occur during power injection at the interface with a connector (maxzero) if it's not screwed on tight. Clinican later stated that it's more of a problem with the "angio" devices which require a connector but pointed to iag family product picture. Comment observed during a voice of customer research study. Comment was general in nature. Clinician was not referencing a specific event. Unclear whether it was specific to the interface between the nexiva diffusics and the maxzero connector or if she was just using that device as an example of a general situation. Unclear wich iag family product & which connector was having a problem. Possible that there was some confusion about which device was having the problem.